Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura durahesive moldable convex skin barrier w/ flange w/ white tape collar & mold-to-fit opening.

Event description:
It was reported the patient developed itching and reddening under border of the device. The patient discontinued usage of the device. No further patient complications were reported.